Event description:
It was reported that the sigma partial knee insert doesn't fit with tibia tray. Doctor cannot inserted to tibia. There was a ten minute surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Please provide the hospital or account name. Answer: (B)(6) hospital. B. It was indicated in the event description that ''early loosening / unstable.'' Please clarify if these were the adverse consequences the patient experienced due to knee insert doesn't fit with tibia tray. Answer: normally when surgeon put insert to tibia it should be easy to put it to tibia but this case it¿s hard to put it and surgeon tried to put many times . He observed insert has unusual appearance . He think it¿s cause insert doesn't fit with tibia tray. B. Did the event happen during primary surgery or revision surgery? Answer: primary. C. If the event happened during a revision surgery, were there depuy products explanted? If yes, was the revision being reported? Please provide the reference number. If none reported, please state the reason for revision surgery, product and lot number of all explanted depuy products. Additional information added: 1. Please confirm what the resolution was to the implant to implant fit issues. Answer: change size.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 102453208 , lot j8783m, and no non-conformances / manufacturing irregularities were identified.